Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the 1/4 inch threaded adapter for the acetabular inserter fractured into multiple pieces during the insertion of the shell into the patient. Fractured pieces were removed therefore patient did not retain any foreign bodies.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following precaution: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. The product identification necessary to review manufacturing history was not provided. Manufacture date - unknown.